Event description:
A blood sample was drawn from a pt in the cardiac cathetrization lab prior to administration of any "gp llb/llla" inhibitor drug. The sample was run on the ultegra rpfa-trap, and a result of 7 pau was obtained. Because this result was signficantly lower than the baseline (pre-drug) reference range cited in the device package insert (125 - 330 pau), the test was repeated. The result of the 2nd test was 38 pau. Both tests were questioned because they were much lower than normally observed pre-drug rpfa levels. Another sample was drawn from the pt and run on a different analyzer, and the result was 151 pau.